Event description:
It was reported that at the post implant follow up, the atrial lead did not exhibit sensing. A flouroscopy image revealed lead dislodgement. Repositioning was attempted, but was unsuccessful.

Manufacturer narrative:
No medwatch form was received.